Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the distributor contacted animas, alleging a display (dim/fading/color spectrum) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 0/026/2016 with the following results. No defect was found. No dim/faded display screen was observed during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required.